Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The novum iq syringe pump operators manual instructs to use compatible administration sets and use only administration sets that have appropriate pressure rating. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) novum iq syringe pumps had false downstream occlusion alarms. These issues occurred during infusion with medications such as lipids, tpn (total parenteral nutrition), and na acetate with heparin. Non-baxter administration sets, syringes, stopcocks, needless connectors, and extension sets were in use during these issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.